Event description:
The patient reported their blood glucose level rose over 250 mg/dl, while wearing the pod between 5 and 24 hours on the arm. This pod was initially reported for leaking insulin. The investigation of the device found bends on the soft cannula. As treatment, a new pod was successfully applied.

Manufacturer narrative:
Correction to b5: event description updated from "not applicable as this event is not reportable." To "the patient reported their blood glucose level rose over 250 mg/dl, while wearing the pod between 5 and 24 hours on the arm. This pod was initially reported for leaking insulin. The investigation of the device found bends on the soft cannula. As treatment, a new pod was successfully applied".

Manufacturer narrative:
The device was received deployed. Multiple cracks and dents were observed on the bottom and top housing and the soft cannula was observed to have bends. During the investigation, the bends did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. After opening the device, multiple parts were observed to be damaged internally and damage was also observed on the underside of the top housing. The retainer pins were observed to be dis-engaged. Multiple attempts to download the device data were unsuccessful due to the damage observed on the printed circuit board (pcb). All three batteries were observed to be depleted. If the damage observed occurred during or before use, the device would have been received not deployed. The position of the damages lines up with the cracks on the housing and the pod would not have been able to be properly filled given these damages. Therefore, the damages observed are considered to be post use damage. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Not applicable as this event is not reportable.